Manufacturer narrative:
This report is being filed on an international product, list number 7p47 that has a similar product distributed in the us, list number 7p47-40 / 45, and 510k/PMA/bla of k233932. Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I toxo igm results. On (B)(6) 2025, sid (B)(6) (child serum), the customer generated alinity I toxo igg negative, alinity I toxo igm negative, and elisa iga negative. On (B)(6) 2025 at another lab (neonatology clinic of the (B)(6) hospital) tested roche toxo igm negative and roche toxo igg (64.4 iu/ml) positive on the child serum. A comparative profile of toxoplasma gondii antibodies in mother/child, was performed at another lab (polish national institute of hygiene) tested western blot method positive in both serums. Igg and igm antibodies were present in the child. On (B)(6) 2025 repeat test of the child's serum showed igg and igm were negative on alinity. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I toxo igm results. On (B)(6)2025, sid (B)(6) (child serum), the customer generated alinity I toxo igg negative, alinity I toxo igm negative, and elisa iga negative. On (B)(6) 2025 at another lab (B)(6) hospital) tested roche toxo igm negative and roche toxo igg (64.4 iu/ml) positive on the child serum. A comparative profile of toxoplasma gondii antibodies in mother/child, was performed at another lab (polish national institute of hygiene) tested western blot method positive in both serums. Igg and igm antibodies were present in the child. On (B)(6) 2025 repeat test of the child's serum showed igg and igm were negative on alinity. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I toxo igm, list number 07p47-32, and manufacturing site wiesbaden, germany in section d of this report to alinity I toxo igm, list number 07p47-22, and manufacturing site of wiesbaden, germany. MDR number 3002809144-2025-00312 has been submitted and all further information will be documented under that MDR number.